Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative found that the left door switch was not engaging. The rotor door pin was also not opening when the door was closed. Realignment of the pin and rotor and switch solved the reported issue. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967.

Event description:
A medtronic representative reported that gantry on the imaging system would not open. The door could not be opened manually either. No additional information was provided. There was no patient present when this issue was identified.